Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 09-jun-2022. H6: investigation summary: customer returned a single 0.3ml syringe with no pouch for identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 1228510 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that bd veo insulin syringes with bd ultra-fine needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated inside of the shield. The needle hub with needle attached was stuck inside of the shield.

Event description:
It was reported that bd veo insulin syringes with bd ultra-fine needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separated inside of the shield. The needle hub with needle attached was stuck inside of the shield.

Manufacturer narrative:
Initial reporter state: the initial reporter state was determined to be or based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.